Event description:
It is reported that the chisel goes through the cut block, but it appears to be breaking off medial condyle bone.

Manufacturer narrative:
Eval summary: the chisel was possibly being used on hard sclerotic bone, which may have contributed to the failure. In this instance, the surgeon used the "u-shaped" chisel in the "this side up" position. In this configuration, all bone is cut at one time, which in harder bone may lead to a chip if hit too hard. The surgical technique provides for an alternate technique in which the u-shape is upside down and cuts the sides of the "u" first and then the chisel is run through right side up to cut the bottom of the "u". This technique can help reduce the occurrence of a chip and this is the technique that this surgeon is now using according to the reporting sales person. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation cold not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.